Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was unknown. The provided information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient complained of battery site pain and that they did not have an effect from their ins. The patient's system was explanted as a result. The patient's medical history includes chronic pain. No further complications were reported. No additional patient symptoms were reported.